Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was stimulation in an undesired location. The patient had the stimulator placed to help with the pain in his back and waist and he had only been getting stimulation in the feet. The patient met with a manufacturer representative (rep) and the rep told the patient that he had done all that he could, but the stimulation was not going to reach his back. It was noted that the patient did not see the physician at that appointment. The patient mentioned that there was no point in having the stimulator if it was not going to help where he needs it. This had been occurring since implant. Back pain was reported. The patient¿s reported medical history includes other back surgeries in the past. Additional information was received from the patient. It was reported that the patient had stimulation in an undesired location and a return of symptoms. The patient felt stimulation only in his legs since (B)(6) 2016, and had pain in his back since (B)(6) of 2016, in the four or five days prior to (B)(6) 2016. There were no trauma/falls reported that could have been related to the issue. The patient was to follow-up with a healthcare professional. It was noted that this was considered a sudden change in therapy/symptoms. The patient requested a rep contact him back for an adjustment of stimulation. Additional information received from a rep reported that he would make contact with the patient to coordinate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.